Manufacturer narrative:
Olympus followed up on this matter and was informed that the users had noted a film on the surfaces of the endoscopes. An olympus endoscopy support specialist has visited this facility and provided in-service training regarding the appropriate reprocessing of endoscopes. No products were returned to olympus for eval. If add'l and significant info becomes available at a later time, then this report will be supplemented. Olympus instruction and reprocessing manuals provide detailed info on how to reprocess endoscopes. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that the user facility was not reprocessing the endoscopes in accordance with the directions for use. The user facility personnel were reportedly not flushing the auxiliary water channel during pre-cleaning, and the auxiliary water channel connector was not being attached in the automated endoscope reprocessor (aer) during reprocessing. There had been no report of infection and cross contamination.